Event description:
It was reported to philips that the device failed a test due to the hands-free cable. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction due to damaged multiuse cable. The customer was provided the part number of the replacement cable and in case it is not available, it is necessary to intervene on site to check the correct functioning of the device and explain to the customer how to do the functional test with external plates, as it was not possible by phone. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device remains at the customer site and no further evaluation is warranted at this time.